Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system (model# m-5463-01 serial# (B)(4)). Coolflow pump (model# m-5491-02 serial# (B)(4)). Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and a soundstar eco diagnostic ultrasound catheter and suffered a cardiac tamponade, which required pericardiocentesis. An intracardiac echocardiogram catheter (soundstar) was in the right ventricle (rv) and the ablation catheter (smarttouch) in the left ventricle (lv). Mapping and some ablation was done and the patient complained of chest pain. The patient was checked and no effusion was noted. Mapping and ablation was continued and again the patient complained of chest pain. Again the patient was checked and no effusion was noted. For a third time, more ablation was done and again the patient complained of chest pain. The third time checking the patient is when a pericardial effusion was noted. The procedure was stopped and a pericardiocentesis was performed. The patient was in stable condition at the time this complaint was reported. The physician stated they think the perforation was in the rv possibly with the soundstar catheter. Additional information was received on the event. No transseptal puncture was performed. Anticoagulation was provided to the patient and maintained at 250-300 seconds. The patient had no medical history that might have contributed to the event. Settings during the event include: irrigation flow setting 15ml/min and 30ml/min / no sheath was used. There were no error messages observed on biosense webster equipment during the procedure. The patient did require hospitalization and stayed an additional night to recheck the effusion. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that this was caused was from right side ultrasound not with or during ablation. However, since ablations had been performed we are conservatively reporting this event under both catheters involved.